Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed, 20x3mm target lesion containing a significant >=90 degree lesion bend was located in moderately calcified and severely tortuous mid left circumflex (lcx) artery. Predilation was performed using a 20x20mm apex balloon catheter. A 3.00x24mm promus element drug-eluting stent was then selected and advanced to treat the target lesion. The physician tried to cross the lesion with the device several times but failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: a visual examination identified a shaft hypotube break located 175mm distal to the strain relief. The hypotube was severely kinked at various locations. The distal outer and proximal inner were kinked at various locations. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).